Event description:
Healthcare professional reported textured to smooth exchange. Upon explant, right side was found to be ruptured.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, crease flat and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: four broken sharp and non-penetrating nick near of the broken site, this condition was called surgical impact, one opening sharp and non-penetrating nick, near of the opening site, this condition was called surgical impact. Based on the device analysis the final assessment is: - four sharp broken on the posterior assessed as surgical impact. - missing shell due to inconclusive. - one sharp opening on the posterior assessed as surgical impact. Additional, changed, and/or corrected data: h.3., h.6.

Manufacturer narrative:
This medwatch has been sent to record information sent in duplicate report 9617229-2020-03222.

Event description:
Healthcare professional later reported patient felt "pain, tightness, and some swelling".

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: exchange of textured device.

Event description:
Healthcare professional reported textured to smooth exchange. Upon explant, right side was found to be ruptured.